Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with glucose readings greater than 400 mg/dl for approximately 3.5 hours following a meal and supply change; the device provided sustained high-glucose alerts and no back-up therapy or ketone testing was used, and the user reported no infusion set leakage or kinking. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no emergency intervention, and self-management with supply replacement and monitoring, after which glucose began trending downward. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the specific cause of hyperglycemia could not be determined. It was concluded that the event was user-reported hyperglycemia with unclear cause, and the device function was not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.